Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the customer informed the technical support engineer (tse) that they encountered a repeated c-34 error on the generator. Prior to calling, they had replaced the cautery cables, but the issue persisted. The tse reviewed the system error logs and confirmed the occurrence of the errors. The tse advised to reboot the generator, but the error remained after generator startup. The site replaced the generator with a force triad generator (ft10) to continue with the procedure. The procedure was completed with 15 minutes of delay with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed and upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized, and all ports recognized instruments. The complaint was confirmed based on the field evaluation and system log review, which indicates that the device may have contributed to the customer reported issue. The probable cause of error c-34 is attributed to a faulty electrical component inside the generator.

Event description:
Refer to h11 for follow-up information.